Event description:
It was reported that the patient presented prior to routine generator change with the right atrial lead exhibiting loss of capture and low pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.